Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, narrow, mid left anterior descending (lad) artery the mini trek balloon dilatation catheter (bdc) was inflated but did not completely fill the lesion [vessel waisting]. The bdc was removed without issue and a second bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, narrow, mid left anterior descending (lad) artery the mini trek balloon dilatation catheter (bdc) was positioned and inflated using an unspecified device but the balloon did not fill. The bdc was removed without issue and a second bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.